Event description:
Add'l info received from reporter on 01/29/2015. In hospital a month out 4 hours. Had to be readmitted given 8 pints of blood. I have had to have six add'l operations. I had da vinci robotic surgery to remove my prostate. During my robotic surgery, the robot started back up by itself and did a lot of damage to my internal organs. I was operated by a surgeon that recommended the use of the da vinci robot. I remained in the hospital of 30 days. After my operation, I was given over 18 pints of whole blood. One of the interns that helped the surgeon told me that during the surgery the robot was not working correctly and that surgeon went ahead and used it anyway. What resulted is that there were a lot of damages to my internal organs and I have had to have at least one operation a year ever since I had the da vinci robotic surgery. In the past six years I have had 6 major operations to repair damages that the da vinci robot caused to my internal organs. As a direct result of almost dying twice, staying in the hospital for five works, not eating, not walking. I lost 30 pounds and I was left with severe anxiety attacks and major depression for which I now have to see a psychiatrist .

Event description:
Additional info received from the reporter on 02/23/2015: re: da vinci robot is a very dangerous operation device! Dear sir: I am writing a letter to you explaining just what happened to me when I was operated on via da-vinci robot. First of all, my urologist/surgeon (mr. (B)(6)) told me and my family that I had developed prostate cancer and that I would have to have my prostate removed because on the gleason scale reading of 6. Dr. (B)(6) said that he recommended using the da-vinci robot because it would do a better job and that it would allow him to see everything on a big screen so that he would be able not to cut any nerves or blood vessels that would affect me from having sex and that it would prevent me from having incontinence. Dr. (B)(6) convinced me and my family that the da-vinci robot was the way to go and that my family could pick me up at the hospital the next morning. When my family came to get me, I was in a bad way. I could not stand, eat, move and I was in so much pain. The nurses had put on me a drainage bag and about every two hours the bag would fill up with bright red blood just like if I had just cut myself. Drainage would not be the same color as pure blood. Dr. (B)(6) told my family that I would not be going home because of complications during surgery. Dr. (B)(6) said that it happens sometime during surgery. My hospital records shows that during the first week in the hospital the nurses had given me three pints of whole blood and two weeks later the nurses had to give 3 more pints of whole blood. I became weaker and weaker. I could not walk and I could not eat and I was miserable. Instead of being in the hospital for one night, I ended up being in the hospital from (B)(6) 2008 almost a month. I was slowly bleeding to death internally and no one at the (B)(6) hospital had caught the fact that I was filling up the so called drainage pouch every two hours with my life's blood. I was bleeding internally and no one caught it. One night about 2:00 am my cousin was in my room with me I looked at him I told him that I loved him, for him to tell my family that I loved them. I told him that I was dying because the room was becoming darker and darker. He took off running to get a nurse. The nurse checked my blood pressure it was 42/36. The nurse immediately called the blue rescue team to resuscitate me. The blue team worked on me for over an hour they ended up giving me 5 pints of whole blood. All of the blood that was in the drainage bag was my life's blood the nurses would simply write down how much fluid was in the drainage bag then poured the contents down the commode. The nurses were literally pouring my life's blood down the toilet. There were two interns that helped dr. (B)(6) with the da-vinci robotic surgery on the removal of my prostate. Last year I saw one of the interns that had assisted with my da-vinci surgery his name is dr. (B)(6), he has his own urology practice now. Dr. (B)(6) and I talked about what had gone wrong during my prostate surgery using the da vinci robot. Dr. (B)(6) said that dr. (B)(6) (the da-vinci robot surgeon) said that he thought that they were going to lose mr. (B)(6) because of internal bleeding. Dr. (B)(6) never came to see me after my robotic surgery he never told me or my family what went wrong. Only his interns came to see me. They never said anything about what had gone wrong during my robotic surgery. Dr. (B)(6) did nothing to rectify my internal bleeding. Dr. (B)(6) said he could tell me a lot more, but he was afraid that dr. (B)(6) would sue him. I am not certain that dr. (B)(6) is certified to perform robotic surgery or not. The way that my surgery was bungled, makes me feel that he is not qualified to do da vinci robotic surgery. I guess.

Event description:
I had robotic surgery for prostate cancer. The surgeon did not explain to me or my family anything about the da vinci robot except that it is the new way to have surgery. The surgeon said that I would only be in the hospital one night and that I would never know that I was operated on. The surgeon also said that via using the da vinci robot would allow him to see better and that he would be able to do a better job and not to cut any unnecessary blood vessels that would keep me from being sexually active. Well I was in the hospital for over a month, I lost 40 pounds. I could not walk, eat or do anything. I was also given over 18 pints of blood and while a patient, I stopped breathing twice and I had to be revived by the blue team. After I was released from the hospital, after 4 hours at home, I had to be rushed back to the hospital where I remained a patient for another week. I have had to have six additional operations as a result of having the da vinci robotic surgery. The use of the da vinci robot almost caused me to die twice and I am completely sexually impotent. I feel that whom ever approved the use of the da vinci robot for use to the general public made a great mistake. The da vinci robot has many defects built into it and the manufacturer has been given a free range to use the da vinci robot regardless of how many people have suffered great losses of blood, been cut, burned, butchered and have died as a result of the da vinci robot. I feel there needs to be an investigation into the manufacturing of the da vinci robot because it is a very dangerous surgical device that is literally killing patients that have had surgery via the use of the da vinci robot.

Event description:
Additional information received from reporter on 12/08/2016: I just read friday (B)(6) 2016 that the FDA has filed charges against intuitive surgical supply for not submitting hundreds of malfunctions to the FDA prior to having the da vinci robot approved. Also, the FDA said that intuitive surgical supply co. Has placed millions of dollars in a special account to pay patients that have been injured by their davinci robot. Please advise. The article that I read was in bloomberg articles concerning the da-vinci robot. To access the article, here is the web page address: http://www.bloomberg.com/news/articles/2016-05-26/da-vinci-surgical-robot-maker-fights-insuers-over-hidden-claims.

Event description:
Add'l info received from reporter on 03/08/2017 for report mw5039239: dear sir, I am writing a letter to you explaining just what happened to me when I was operated on via davinci robot. First of all, my urologist/surgeon (mr. (B)(6)) told me and my family that I had developed prostate cancer and that I would have to have my prostate removed because on the gleason scale reading of 6. Dr. (B)(6) said that he recommended using the da-vinci robot because it would do a better job and that it would allow him to see everything on a big screen so that he would be able not to cut any nerves or blood vessels that would affect from having sex and that it would prevent me from having incontinence. Dr. (B)(6) convinced me and my family that the da-vinci robot was the way to go and that my family could pick me up at the hospital the next morning. When my family came to get me, I was in a bad way. I could not stand, eat, move and I was in so much pain. The nurses had put on me a drainage bag and about every two hours the bag would fill up with bright red blood just like if I had just cut myself. Drainage would not be the same color as pure blood. Dr. (B)(6) told my family that I would not be going home because of complications during surgery. Dr. (B)(6) said that it happens sometimes during robotic surgery. My hospital records shows that during the first week in the hospital the nurses had given me three pints of whole blood and two weeks later, the nurses had to give 3 more pints of whole blood. I became weaker and weaker. I could not walk and I could not eat and I was miserable. Instead of being in the hospital for one night, I ended up being in the hospital from (B)(6) 2009, until (B)(6) 2009, almost a month. I was slowly bleeding to death internally and no one at the (B)(6) had caught the fact that I was filling up the so-called drainage pouch every two hours with my life's blood. I was bleeding internally and no one caught it. One night about 2:00 am, my cousin was in my room with me and I looked at him and I told him that I loved him and for him to tell my family that I loved them. I told him that I was dying because the room was becoming darker and darker. He took off running to get a nurse. The nurse checked my blood pressure and it was 42/36. The nurse immediately called the blue rescue team to resuscitate me. The blue team worked on me for over an hour and they ended up giving me 5 pints of whole blood. All of the blood that was in the drainage bag was my life's blood and the nurses would simply write down how much fluid was in the drainage bag and then poured the contents down the commode. The nurses were literally pouring my life's blood down the toilet. There were two interns that helped dr. (B)(6) with the da-vinci robotic surgery on the removal of my prostate. Last year, I saw one of the interns that had assisted with my da-vinci surgery and his name is dr. (B)(6), do and he has his own urology practice now. Dr. (B)(6) and I talked about what had gone wrong during my prostate surgery using the da-vinci robot. Dr. (B)(6) said that dr. (B)(6) (the da-vinci robot surgeon) said that he thought that they were going to lose mr. (B)(6) because of internal bleeding. Dr. (B)(6) never came to see me after my robotic surgery and he never told me or my family what went wrong. Only his interns came to see me and they never said anything about what had gone wrong during my robotic surgery. Dr. (B)(6) did nothing to rectify my internal bleeding. Dr. (B)(6) said that he could tell me a lot more, but he was afraid that dr. (B)(6) would sue him. I am not certain that dr. (B)(6) is certified to perform robotic surgery or not. The way that my surgery was bungled, makes me feel that he is not qualified to perform da-vinci robotic surgery. I guess after he had performed the surgery and he knew that things went bad for me, I never saw dr. (B)(6) again while I was in the hospital for almost a month. I saw the interns. Dr. (B)(6). Dr. (B)(6) said that dr. (B)(6) thought that he had fused some blood vessels together and he thought that they were fused together but in fact they were not fused together. Because the blood vessels were not fused together caused me to lose more than 12 pints of whole blood from (B)(6) 2008 through (B)(6) 2008, and I had to be re-admitted and I had to stay two more weeks. Dr. (B)(6) also said that dr. (B)(6) seemed to lose control of the da vinci robot when he tried to remove it from my body. After three weeks in the hospital, I was allowed to go home, however, I had to re-admitted the next day because I was fainting, nauseated, could not eat and I was hurting badly. I was readmitted to the hospital and I remained in the hospital another week, I started feeling better and there was not very much drainage or blood in my drainage bag. I want you to know that I almost lost my life by having da-vinci robotic surgery to remove my prostate. Dr. (B)(6) had said that using the da vinci robot would allow him to see better and that he would be able not to cut any blood vessels or connecting tissue that would keep me from having erections or incontinence. Everything that dr. (B)(6) said was a complete lie because I ended up in the hospital about 30 days instead of only one night. I also almost bled to death, because dr. (B)(6) and the nurses did not know the difference between whole blood and drainage. If my cousin had not been present at 2:00 am, then I would have died because I had lost three pints of blood during the first week after my robotic surgery and then two weeks later, the nurses had to give me five more pints of whole blood. Dr. (B)(6) (dr. (B)(6)'s interns) told me in the hospital that they had assisted with my operation and said that dr. (B)(6) seemed to have lost control of the da-vinci robot when he tried to remove it from my body and that caused the da-vinci robot to cut blood vessels, surrounding tissue and other organs. After I was able to go home, I had incontinence really bad. Urine would constantly drip from my penis and dr. (B)(6) said that he knew a doctor in (B)(4) that has a new procedure that would stop my incontinence, I agreed to have the incontinence operation which entailed using mesh to raise my bladder to a higher level and that was supposed to stop my incontinence. This operation was a total failure. I still continued to have incontinence problems just like I had before the incontinence operation. Shortly after I had the prostate surgery using the da-vinci robot my family doctor, dr. (B)(6) told me that I had two hernias, one on the right side and one on the left side. I did not have any hernias before I had the da-vinci robotic surgery to remove my prostate and after I had the incontinence operation to supposedly fix my incontinence problem. I think that losing control of the da-vinci robot when dr. (B)(6) was trying to remove the da-vinci robot from my body and the robot started back up via itself did cut the tissue between my stomach and intestines thus causing me to have double hernias. I have become completely impotent and the surgeon that performed my da-vinci robotic surgery to remove my prostate (dr. (B)(6)) said that by using the da-vinci robot would allow him to see better and allow him to do a better job and that it would not cause me to be impotent. Dr. (B)(6) referred me to another urologist (dr. (B)(6)). On (B)(6) 2010 I had an appointment with dr. (B)(6) and he said that he could fix my incontinence problem by inserting a new incontinence device inside of me and all that I have to do is to push a button and the artificial device would allow me to urinate as normal and after 70 seconds the device starts to close automatically and there is no incontinence. I told dr. (B)(6) that I would get back to him at a later date because I had to have two hernias operations before I would consider the incontinence device operation. I had one hernia (supposedly repaired on the right side) by doctor (B)(6) . When I went back to my family physician (dr. (B)(6)) he checked my right side where I had hernia surgery. Dr. (B)(6) said that he thought that I said that I had my right side hernia fixed. Dr. (B)(6) said that my right hernia was still there. I then went to another doctor (dr. (B)(6)) I had the two hernias operated performed by dr. (B)(6) and after I recovered from hernia surgery I had the incontinence device implanted in me by dr. (B)(6). The incontinence device works fine and you would never know that I ever had incontinence. Also, dr. (B)(6) said that there are new devices on the market that would allow me to resume having sex if I was interested. I told him that I was very interested in this latest penile in-plant and dr. (B)(6) operated on me on (B)(6) 2013, and because so much damage was caused to me by the use of the da-vinci robot surgery that the penile implant does not work for me. I have lost the ability to ever have sex for the rest of my life. Also, I have had three hernia operations (1 by dr. (B)(6) and two by dr. (B)(6)) repaired. I asked dr. (B)(6) if he thought that by having my prostate removed by the use the da-vinci robot and the surgeon lost control of the da-vinci robot if the da-vinci robot could have cut my intestine and caused my internal bleeding and my double hernia's, his answer was it is completely possible because I did not have any hernias until after I had the da-vinci robotic surgery to remove my prostate. In all, I had four hernia operations, two incontinence operations and a penile implant operation that does not work because of the drainage that the da-vinci robot caused during my prostate surgery. Having the da-vinci robotic surgery has caused me to have 7 more operations because of the defects that were in the da-vinci robot itself. Intuitive surgical supplies is the MFR of the da-vinci robot surgical device that is used to perform surgeries of various types on a great number of people and it does have defects and flaws in it that causes people to die, have excess bleeding, cuts, nicks other tissues and blood veins and damages other organs and is not 100% controllable by the surgeon that uses the da-vinci robot. Just about every day I hear on the news or read in the newspapers where someone who has surgery via the use of the da-vinci robot has been injured, either burned, excess bleeding, other internal injuries and even has caused death to pts to the extent that the federal drug administration has issued a recall on da-vinci robots for causing extensive damages to pts that the device is used on. I saw last week on television news where the FDA is going to recall and investigate the mfrs of the da-vinci robots (intuitive surgical inc.) For mfg a defective surgical device (da vinci robot) that has mechanical defects in it that do more harm than good. Ever since I had my prostate removed via the use of the da-vinci robot, I do not have any quality of the life anymore. Also, the trauma of almost dying twice, bleeding to death several times and being a pt in the hospital for almost a month has caused me to suffer severe anxiety attacks and deep depression. After my ordeal with the da-vinci robot, I now have to see a psychiatrist every three months and take psych. Medications. Xanax four times a day and effexor xr once a day. I will have to do this for the rest of my life. The da-vinci robot operation destroyed any quality of life that I had. In essence, since I had the da-vinci robotic surgery, I have had to have 6 more operations. If the da-vinci robot is causing more injuries and deaths than traditional surgeries then the da-vinci robot should be banned and never used by any surgeon ever again. Its use only destroys people lives. Thank you. I just read friday (B)(6) 2016 that the FDA has filed charges against intuitive surgical supply for not submitting hundreds of malfunctions to the FDA prior to having the da-vinci robot approved. Also, the FDA said that intuitive surgical supply co., has placed (B)(4) of dollars in a special account to pay pts that have been injured by their davinci robot. I personally do not feel that a surgeon can attend a country club, pay a $(B)(4) fees to watch video's on how to perform da-vinci robotic surgery would be qualified to perform da-vinci robotic surgery on a human. The surgeon must have the knowledge of what he is doing, how to do the surgery correctly and avoid injuring the pt. My surgeon bungled and almost cost me my life. Some federal agency should conduct an investigation into how pts are being injured and killed by surgeons who are not adequately trained on how to perform the da-vinci robotic surgery correctly. Also, I have read the maude reports showing that a large number of pts have been injured through the use of the da-vinci robotic surgery and I again feel, that is because a great many of the surgeons are not qualified to perform the da-vinci robotic surgery.

Event description:
Additional info received from the reporter on (B)(6) 2017: re: da vinci robot is a very dangerous operation device! Dear sir: I am writing a letter to you explaining just what happened to me when I was operated on via da-vinci robot. First of all, my urologist/surgeon (mr. (B)(6)) told me and my family that I had developed prostate cancer and that I would have to have my prostate removed because on the gleason scale reading of 6. Dr. (B)(6) said that he recommended using the da-vinci robot because it would do a better job and that it would allow him to see everything on a big screen so that he would be able not to cut any nerves or blood vessels that would affect me from having sex and that it would prevent me from having incontinence. Dr. (B)(6) convinced me and my family that the da-vinci robot was the way to go and that my family could pick me up at the hospital the next morning. When my family came to get me, I was in a bad way. I could not stand, eat, move and I was in so much pain. The nurses had put on me a drainage bag and about every two hours the bag would fill up with bright red blood just like if I had just cut myself. Drainage would not be the same color as pure blood. Dr. (B)(6) told my family that I would not be going home because of complications during surgery. Dr. (B)(6) said that it happens sometime during surgery. My hospital records shows that during the first week in the hospital the nurses had given me three pints of whole blood and two weeks later the nurses had to give 3 more pints of whole blood. I became weaker and weaker. I could not walk and I could not eat and I was miserable. Instead of being in the hospital for one night, I ended up being in the hospital almost a month. I was slowly bleeding to death internally and no one at the (B)(6) hospital had caught the fact that I was filling up the so called drainage pouch every two hours with my life's blood. I was bleeding internally and no one caught it. One night about 2:00 am my cousin was in my room with me I looked at him I told him that I loved him for him to tell my family that I loved them. I told him that I was dying because the room was becoming darker and darker. He took off running to get a nurse. The nurse checked my blood pressure it was 42/36. The nurse immediately called the blue rescue team to resuscitate me. The blue team worked on me for over an hour they ended up giving me 5 pints of whole blood. All of the blood that was in the drainage bag was my life's blood the nurses would simply write down how much fluid was in the drainage bag then poured the contents down the commode. The nurses were literally pouring my life's blood down the toilet. There were two interns that helped dr. (B)(6) with the da-vinci robotic surgery on the removal of my prostate. Last year I saw one of the interns that had assisted with my da-vinci surgery his name is dr. (B)(6), do and he has his own urology practice now. Dr. (B)(6) I talked about what had gone wrong during my prostate surgery using the da vinci robot. Dr. (B)(6) said that dr. (B)(6) (the da-vinci robot surgeon) said that he thought that they were going to lose mr. (B)(6) because of internal bleeding. Dr. (B)(6) never came to see me after my robotic surgery he never told me or my family what went wrong. Only his interns came to see me they never said anything about what had gone wrong during my robotic surgery. Dr. (B)(6) did nothing to rectify my internal bleeding. Dr. (B)(6) said he could tell me a lot more, but he was afraid that dr. (B)(6) would sue him. I am not certain that dr. (B)(6) is certified to perform robotic surgery or not. The way that my surgery was bungled, makes me feel that he is not qualified to do da vinci robotic surgery. I guess after he had perf.

Event description:
Add'l info received from reporter on 04/29/2015: I want you to know that I almost lost my life by having da vinci robotic surgery to remove my prostate. Dr. (B)(6) had said that using the da vinci robot would allow him to see better and that he would be able not to cut any blood vessels or connecting tissue that would keep me from having erections or incontinence. Everything that dr. (B)(6) said was a complete lie, because I ended up in the hospital about 30 day instead of only one night. I also almost bled to death, because dr. (B)(6) and the nurses did not know the difference between whole blood and drainage. If my cousin had not been present at 2:00 a.m. Then I would have died because I had lost three pints of blood during the first week after my robotic surgery and then two weeks later the nurses had to give me five more pints of whole blood. Dr. (B)(6) and dr. (B)(6) (dr. (B)(6) interns) told me in the hospital that they had assisted with my operation and said that dr. (B)(6) seemed to have lost control of the da-vinci robot when he tried to remove it from my body and that caused the da-vinci robot to cut blood vessels, surrounding tissue and other organs. After I was able to go home I had incontinence really bad. Urine would constantly drip from my penis and dr. (B)(6) said that he knew a doctor in (B)(6) that has a new procedure that would stop my incontinence. I agreed to have the incontinence operation which entailed using mesh to raise my bladder to a higher level and that was supposed to stop my incontinence. This operation was a total failure. I still continued to have incontinence problems just like I had before the incontinence operation. Shortly after I had the prostate surgery using the da-vinci robot my family doctor, dr. (B)(6) told me that I had two hernias, one on the right side and one on the left side. I did not have any hernias before I had the da vinci robotic surgery to remove my prostate and after I had the incontinence operation to supposedly fix my incontinence problem. I think that losing control of the da-vinci robot when dr. (B)(6) was trying to remove the da-vinci robot from my body and the robot started back up via itself, did cut the tissue between my stomach and intestines thus causing me to have double hernias. I have become completely impotent and the surgeon that performed my da vinci robotic surgery to remove my prostate (dr. (B)(6)) said that by using the da vinci robot would allow him to see better and allow him to do a better job and that it would not cause to by impotent. Dr. (B)(6) referred me to another urologist (dr. (B)(6)). On (B)(6) 2010, I had an appointment with dr. (B)(6) and he said that he could fix my incontinence problem by inserting a new incontinence device inside of me and all that I have to do is to push a button and the artificial device would allow me to urinate as normal and after 70 seconds the device starts to close automatically and there is no incontinence. I told dr. (B)(6) that I would get back to him at a later date because I had to have two hernias operations before I would consider the incontinence device operation. I had one hernia (supposedly repaired on the right side) by doctor (B)(6). When I went back to my family physician (dr. (B)(6)) he checked my right side where I had hernia surgery. Dr. (B)(6) said that he thought that I said that I had my right side hernia fixed. Dr. (B)(6) said that my right hernia was still there. I then went to another doctor (dr. (B)(6)). I had the two hernias operated on by dr. (B)(6) and after I recovered from hernia surgery, I had the incontinence device implanted in me by dr. (B)(6). The incontinence device works fine and you would never know that I ever had incontinence. Also, dr. (B)(6) said that there are new devices on the market that would allow me to resume having sex if I was interested. I told him that I was very interested in this latest penile implant and dr. (B)(6), operated on me on (B)(6), 2013 and because so much damage was caused to me by the use of the davinci robot surgery that the penile implant does not work for me. I have lost the ability to ever have sex for the rest of my life. Also, I have had three hernia operations (1 by dr. (B)(6) and two by dr. (B)(6)) repaired. I asked dr. (B)(6) if he thought that by having my prostate removed by the use the da-vinci robot and the surgeon lost control of the da-vinci robot if the da-vinci robot could have cut my intestines and caused my internal bleeding and my double hernia and his answer was it is completely possible because I did not have any hernias until after I had the da-vinci robotic surgery to remove my prostate. In all I had four hernia operations, two incontinence operations and a penile implant operation that does not work because of the damages that the davinci robot caused during my prostate surgery. Having the davinci robotic surgery has caused me to have 7 more operations because of the defects that were in the davinci robot itself.

Event description:
I was operated on via the use of the da vinci robot. I had my prostate removed. I was told by my surgeon that I would only be in the hospital 1 night, I ended up staying for over a month and I almost died twice and had to resuscitated twice. I was given over 12 pints of blood. I lost over forty pounds. I was discharged thirty days later and within four hours I had to be admitted to the hospital again. I had to have six more operations because of the defective da vinci robot.